Event description:
The initial reporter stated that the pump was alarming an error code 99. They stated that this resulted in an approximately 8 hour delay of therapy and that the patient was unable to supplement their feeding by another method. Mmd did follow up with the initial reporter, who stated that they were able to replace the device and that the patient did not have any adverse effects due to the complaint. No other information was provided. [ (B)(4) ].

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and did show the currently reported issue. When the device was returned to mmd for investigation, the pcb board had failed, causing the repeated error code 99 and 63. The pump was serviced to correct the issue. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.